Manufacturer narrative:
The reported event was confirmed during functional testing of the returned solex 7 catheter (lot # 70395). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and immediately, a leak was observed at the "in" luer orange tubing. Historical complaints were reviewed for information related to the reported complaint and ccr (B)(4) reported on (B)(6) 2017 was reported for the solex 7 catheter with lot # 70395 for a catheter leak. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the bond are may have caused eventual leak under pressure, or the bonding failure might have occurred during insertion of the unit.

Event description:
As reported, the thermogard console (sn not provided) displayed an airtrap alarm during patient treatment. Upon examination, no signs of leak was observed on the patient's bedside and fluid loss was observed on the saline bag. Thus, the reporter determined leak on the solex 7 catheter. Catheter dwell time was 6 days. The catheter was removed from the patient without issue and patient temperature management treatment was continued using another device. No known impact or patient consequence was reported. This references the report of leak on the solex 7 catheter. The report of the thermogard console displaying an airtrap alarm is referenced under MFR 3010617000-2017-00845.